Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the log files captured no external power events on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. These were caused by power to the mobile power unit (mpu) being briefly interrupted. It was believed that the patient's mobile power unit had loosened at the wall.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The log file contained approximately 16 days of data (B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file captured no external power and low voltage hazard alarms due to temporary losses of ac power while connected to the mobile power unit (mpu) on (B)(6) 2021 from 7:40:23 to 7:40:24, (B)(6) 2021 from 21:32:49 to 21:32:56, and (B)(6) 2021 from 11:40:13 to 11:40:14. The alarms were resolved when power from the mpu was restored. The system controller backup battery supplied power to the system during the losses of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for evaluation. The account noted that it is unknown if the mpu has a v-lock on the ac power cord connector. The account reported that although they are not certain, it is believed that the losses of external power were due to the mpu ac power cord becoming disconnected from the ac wall outlet. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The mpu, serial number (B)(6), was shipped to the customer on (B)(6) 2017. Heartmate ii patient handbook, rev. C, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook, rev. C, and heartmate ii instructions for use (IFU), rev. C, under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. It states that the patient should not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate ii patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.